Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 400 mg/dl. He also needed to order reservoirs. The customer also mentioned that he had kinked tubing and a motor error alarm. No troubleshooting occurred at the moment, and no products were returned or replaced.